Event description:
The patient had a peroneal nerve compression in june; the leads were moved in july and subsequently became infected. They were then implanted "in her thigh on her left leg". The patient had weight loss and since then the devices were 2.5 cm apart. X-rays revealed the leads moved "from her foot to her calf". The patient had over sixty procedures in the past due to medical problems and she did not want any more revisions. The patient also saw the "antenna too hot" screen while charging; she was able to charge for longer periods of time with skin on skin contact. The patient was going to talk to her doctor about getting the leads set. Further information is being requested at this time.

Manufacturer narrative:
(B) (4)